Event description:
Procedure: hysterectomy. According to the reporter: the patient had dehiscence after a sub-cuticular fascia closure and had to come back for reclosure - reportedly due to absorption of suture after 2 days.

Manufacturer narrative:
Date initial report sent: 12/15/2008.